Event description:
It was reported that during a cholecystectomy procedure, the clip was malformed and would not stay on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/30/2008. Jaws disengaged from cam. Evaluation summary: the analysis results for the device found that it was returned with the jaw disengaged from the cam. The device was cycled and ejected the remaining clips due to the cam condition. In addition, the orange indicator did not show up completely. While no conclusion could be reached as how this damage occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.